Event description:
Per the clinic, the patient developed an infection at the implant site, exposing the receiver/stimulator. The patient was treated with antibiotics for three months (specific type and date not reported), however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2024. Re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
Device analysis report attached.